Event description:
It was reported that the artificial urinary sphincter (aus) stopped functioning as expected, resulting in reoccurring incontinence. A replacement surgery was performed and fluid leak as identified upon removal of the previous aus implant. All components were removed and replaced. In addition, the patient reported bodily pain and distress related with the procedure.

Manufacturer narrative:
Event date: approximated, as device failed in (B)(6) 2019.

Manufacturer narrative:
Event date b3: approximated, as device failed in october 2019. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) stopped functioning as expected resulting in reoccurring incontinence. A replacement surgery was performed and a fluid leak was identified upon removal of the previous aus implant. All components were removed and replaced. In addition, the patient reported bodily pain and distress related with the procedure and has experienced unspecified related injuries with inability to pursue his normal activities. The patient underwent unspecified treatments.

Manufacturer narrative:
Event date b3: approximated, as device failed in (B)(6) 2019. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) stopped functioning as expected resulting in reoccurring incontinence. A replacement surgery was performed and a fluid leak was identified in the cuff upon removal of the previous aus implant. All components were removed and replaced. In addition, the patient reported bodily pain and distress related with the procedure and has experienced unspecified related injuries with inability to pursue his normal activities. The patient underwent unspecified treatments.

Manufacturer narrative:
Event date b3: approximated, as device failed in october 2019. B5 and h6 patient codes updated. Investigation summary: based on the information available, the cause that contributed to the reported device stopped functioning cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of incontinence, pain and injury were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) stopped functioning as expected resulting in reoccurring incontinence. A replacement surgery was performed and a fluid leak was identified upon removal of the previous aus implant. All components were removed and replaced. In addition, the patient reported bodily pain and distress related with the procedure and has experienced unspecified related injuries with inability to pursue his normal activities. The patient underwent unspecified treatments.